Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient report that they stopped wearing the aligners due to them making their teeth worse. They have jaw pain, bleeding, broken crown and a lot of bad things happened to them. They marked true to excessive bleeding, infection, inflammation, blisters, gingivitis, sensitivity, discomfort, discolored, crown and pain. This patient is contraindicated for aligner treatment. Requested letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.